Manufacturer narrative:
The technician found the right head caster not holding. The technician replaced the brake caster to repair the bed.

Event description:
Information received indicates the brake will not hold.